Manufacturer narrative:
We have received the implant and investigation is ongoing. We will prepare a follow - up report according to results of the investigation. The initial report was sent to conmed linvatec, and due to lack of communication, we became aware of this on june 1st, 2007.

Event description:
Dr tried to implant the screw into normal femoral bone. Both screws lost material at the hip, without the influence of bending.